Event description:
During the procedure to close the pt's patent foramen ovale defect, the dr twisted the 35mm pfo device clockwise, he pulled the device back into sheath at least 6 times in an attempt to also close the pt's left atrial appendage. The dr noting the awkward angle of the left atrial appendage, decided not to close the laa, but proceeded to close the pfo as planned. Upon deployement, the dr noted that the 35mm pfo device had deformed. This was exchanged for a 25-mm pfo device, which was successfully implanted. A few hours later, the pt developed hemopericardium and required a pericardial tap that prolonged their hospitalization for 4 days. The dr indicated that he may have perforated the left atrial appendage trying to get into its fundus with the pfo sheath.